Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported event cannot be determined. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage."

Event description:
It was reported that during an unspecified procedure, the hx-202ur clip fell apart into the patient. All parts that fell were retrieved. The intended procedure was completed using another clip. There was no patient harm or injury reported due to the event.